Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: clinical ID: (B)(4) relevant medical history: degenerative disc disease (ddd), prior conservative care type: bed rest for more than 6 months. Primary diagnosis: male fertility problems, retrograde ejaculation described just after the surgery it was reported that on (B)(6) 2011, post-op, rhbmp-2/acs of pack size 12 mg (dose per day: 2/6 of the matrix (4 mg of rhbmp-2/acs)) was administered to the patient by the means of implantation. The indication(s) for use was degenerative disc disease (ddd). The following were the reported harm / injury: male fertility problems, retrograde ejaculation. It was also reported that no actions were required as a result of the event. The following were the sponsor and investigator assessment: - rhbmp-2/acs relatedness: not related - study procedure relatedness: related - device/other component relatedness, specify: not related. The outcome had been reported as unknown.